Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not available for reporting. Device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 25.aug.2011. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the knob at the end of the trial implant has broken and is probably still stuck in the applicator knob. The applicator knob has been tried with other trial implants and it is not able to catch the trials any more. The surgery was not prolonged. No information about patient condition. All broken off pieces were removed from the patient. The procedure was successfully completed and there was no patient harm. This complaint involves 2 parts. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the article is in a used condition. The knob at the end of the shaft is broken off. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacturing of the product. During manufacturing investigation the hardness and the diameter next to the breaking point have been measured. Both results are within specification. Therefore a manufacturing related issue can be excluded. The breakage of the applicator inner shaft has been caused due to high mechanical force which was applied during use. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.